Event description:
Draeger anesthesia unit malfunctioned during general anesthetic procedure. Physician and nurse stated settings were 580 tidal volume, 50% oxygen, and respiratory rate of 10 liters per minute. All of a sudden no tidal volume was being delivered to the patient. They switched to manual and bagged patient. Switched back to vent and breathing bag collapsed. Returned to manual ventilation and bagged patient until replacement unit from or was in place and working.